Manufacturer narrative:
(B)(4).

Event description:
Name of procedure: sacrocolpopexy with mesh and burch vesical urethropexy. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome.

Manufacturer narrative:
(B)(4).